Manufacturer narrative:
The reported event of failure to advance stylet/guidewire was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Upon visual examination, there were no anomalies found on the lead. During x-ray examination, it was found inner coil at the connector region was over torqued. A stylet insertion test could not be performed due to the damaged inner coil consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance in the right ventricular lead. The right ventricular lead was not used and replaced. The patient was in stable condition.